Event description:
It was reported that the cable grip introducer could not be removed from the cable grip after the cable grip and the cable were tightened. So, the grip was removed from the femur once. The surgeon impacted the introducer with the hammer and it was removed from the grip.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The investigation determined the likely root cause of the event to be extreme damage caused to the device during its years of service which is estimated to be 15 years. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the cable grip introducer could not be removed from the cable grip after the cable grip and the cable were tightened. So, the grip was removed from the femur once. The surgeon impacted the introducer with the hammer and it was removed from the grip.